Event description:
Tubing connection cracked at reservoir, resulting in blood spraying across operating room and loss of blood (approx 500cc) for return to pt. The pt was not harmed. No staff blood exposure occurred during the incident.